Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit by inspecting the coiled cable integrity and connections, and was able to duplicate the alarm issue along with the loud noise from the unit. There were various alarms in the logs which pointed to communication issues, to fix the issue the fse replaced the coiled cable and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on the patient the cardiosave intra-aortic balloon pump (iabp) was making noise and then shut off. There was no patient involvement, and no adverse event reported.